Manufacturer narrative:
The root cause category is non-assignable (not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. Adverse events for burns show peaks in (B)(6) 2018 thru (B)(6) 2019. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period ((B)(6) 2018), the burn cases/million wraps continues to be very stable at (B)(4) less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Burn my skin [thermal burn] , one of the top corner cells was the culprit/ material was thin and loose where the cells were [device issue]. Case narrative: this is a spontaneous report from a contactable consumer received via the us FDA. Regulatory authority report number: mw5081807. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) (lot number: w06458) from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient experienced burn to his/her skin. The reporter explained that during 2018, the patient used the second of two thermacare heatwraps (advanced back pain therapy). The patient had used the first one a month earlier with no issue. Upon using the second, the product did burn the patient. After having it on for five to seven minutes, it began to burn her skin in one area. One of the top corner cells was the culprit, and it hurt so badly the patient had to remove it and dispose of it properly. It did look like the material was thin and loose where the cells were. It had never happened before. The patient always used it as instructed and did so again this time. The patient did not have it directly against the skin - there were two thin layers of clothing between it and the skin. The patient did not require medical attention. The patient had discarded the second box and did not have any information from the box. Based on the us-FDA report, the patient considered the event to be serious due to important medical event (serious injury). Action taken with thermacare heatwrap and the outcome of the event were unknown. Product investigation summary results were as follows: the sample status was not available and the complaint could not be confirmed. The root cause category is non-assignable (not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. Adverse events for burns show peaks in (B)(6) 2018 thru (B)(6) 2019. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period ((B)(6) 2018), the burn cases/million wraps continues to be very stable at (B)(4) less than maximum [<10]. No trend; the burn rate is within ppm. This report has been assessed as serious and reportable. No follow-up attempts are possible. No further information is expected.